Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to remove the cartridge because the connector on the ilet was difficult to turn counterclockwise, consistent with a device connection issue involving the connector component. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose and no need for medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed that the user removed the connector using pliers, completed the supply change, and successfully attached a new connector from the same lot, indicating restored function. It was concluded that the event involved a temporary mechanical resistance with the connector that was resolved through user intervention without clinical consequence.